Event description:
Dr. (B)(6) was performing a sleeve gastrectomy for this patient using the endo gia stapler with seam guard on the stomach when he reported that the stapler would not fire. A new stapler and load with seam guard was provided and no issues were encountered after.